Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during thoracic surgery, the instrument did not staple. A new instrument was used to complete the case. There was no patient consequence.